Event description:
The cystonephrofiberscope was returned to the service center with a complaint of leaking and a broken lens. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that the device had a dirty lens (environmental particulates, lenses). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue due to stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems like wear, bending, deformation, fracture, fatigue and degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.